Event description:
The family member of a home patient (hp) reported that the hp experienced nausea, vomiting and low blood pressure (values not reported) while using the homechoice system for apd therapy. The hp's family member contacted baxter operational support and requested assistance with ending the hp's apd therapy early. Follow up with the hp's healthcare professional (hcp) revealed that there was no resulting patient injury. According to the hcp, the hp has "fluid compliance issues" and pt's weight and blood pressure have increased/decreased repeatedly over the past month. Per hcp, the hp eats and drinks whatever they want and has behaviour issues that the hp's family and hcp continue to struggle with. No further incident detail was provided. Should any additional pertinent information become available it will be forwarded.